Event description:
It was reported that the device switched off by itself. The device would turn off many times a day and sometimes 2-3 times a week. The pt had been observed in the hospital and had not been in contact with magnets or other devices. The device was replaced and the new one worked as expected.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the neurostimulator found no anomaly. The connector module, access hold adhesive, grommets, setscrews, and ins can were ok. There was foreign material in the connector ports. Telemetry was ok and there was good stable output on all electrode pairs. There were no issues when pressing on the ins can. The ins functioned properly under a long term monitor test.